Event description:
Cardiac arrest pt required intubation. The emergency medical technician/paramedic (emt/p) attempted intubation using proper technique with a disposable laryngoscope blade unit. The light source became disconnected/ "popped" off the intubation blade and emt/p reconnected it and tried again, but the same thing happened. A different brand airway was used instead and pt was successfully intubated and there was no adverse outcome to the pt. Emt/p stated it appears that the light source broke where it connects to the blade. This type of occurrence with this device has not been observed in the past by emt staff - (B)(4)